Event description:
On (B)(6) 2011, customer reported that they noticed about 20 cubic centimeters of liquid dripping on the back of the dxc 600 pro near the waste line. Customer wore personal protective equipment and examined the waste line. Customer did not find the line to be clogged. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument the same day and found fluid leaking from the gravity sump due to the canister overflowing. Fse determined that the gravity sump float switch was failing and therefore replaced the switch. The repair was verified per established procedures. No further issues were reported from the customer.

Manufacturer narrative:
(B)(4).